Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported hospitalization with a diagnosis of diabetic ketoacidosis after approximately 24-36 hours of pod wear, stating that blood glucose levels increased above 400 mg/dl at the time of the event. The patient further reported that this value was 80% above their blood glucose target range and noted the presence of bleeding at the infusion site. No additional information was provided. Multiple good-faith attempts to obtain further details were unsuccessful, and no further information could be obtained.